Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft separation occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the sheath of the opticross¿ was separated during unpacking. It was not inserted into the patient. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.